Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was planning to return for additional device evaluation and programming changes.

Manufacturer narrative:
Concomitant medical products: 1882tc-52, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were numerous short v-v intervals on the right ventricular (rv) lead. The r-wave was also noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.